Event description:
It was reported that this right atrial (ra) lead was part of system revision due to infection. Reportedly, the physician cut the hole out and checked the leads, which looked good. The patient was prescribed antibiotics for a week and a half and showed no signs of infection at all. No additional adverse patient effects were reported. The ra lead remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.